Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Medwatch FDA reported mw5162711 - november 16, 2024 date of report. -user using the bd nano pen needles on flex pen that did not deliver insulin in about every 4th needle. Clogged during injection. Blood sugar increased due to no insulin coming out of the needles. Dc lot # 2046930 catalog# 320550 date of event unknown sample status discard see attached report. Please look into the below complaint. Regards, embecta customer support. From: productcomplaints <productcomplaints@bd.com> sent: thursday, december 12, 2024 11:12 am to: productcomplaints <productcomplaints@embecta.com> subject: fw: mw5162711 - foi hello team, I hope this email finds you well. Please review the email below and kindly assist the customer. Thanks & best regards, productcomplaints@bd.com bd restricted from: bd restricted sent: wednesday, december 11, 2024 9:31 am to: productcomplaints <productcomplaints@bd.com< bd restricted from: FDA originated letters <FDA-originated- letters@FDA.hhs.gov<mailto:FDA-originated-letters@FDA.hhs.gov>> sent: tuesday, december 10, 2024 1:55 pm subject: mw5162711 - foi. FDA-wide communication greetings, the u.s. Food and drug administration (FDA) received a medical device report concerning your product via the sender use caution opening attachments and links report suspicious <https://us-. The u.s. Food and drug administration (FDA) received a medical device report concerning your product via the medwatch program. Please find the attached letter and accompanying medical device report for your awareness. Please do not respond to this email as this inbox is used for outbound communications only. Sincerely, FDA originated letters medical device reporting team division of surveillance support office of regulatory programs office of product evaluation and quality center for device and radiological health u.s. Food and drug administration. For more information regarding MDR policy contact: medical device reporting team /division of surveillance / office of regulatory programs mdrpolicy@FDA.hhs.gov<mailto:mdrpolicy@FDA.hhs.gov>. [#req-201606]:483364:fs.